Manufacturer narrative:
(B)(4). Date of initial report : 03/25/2016. Date of follow-up report : 06/02/2016. One used lf1637 was received for evaluation. Visual inspection found the outer tube scratched and the jaws gouged and damaged from misuse. The device was disassembled and excessive eschar was found inside the tube and along the blade slot causing the blade to jam in the extended position. The eschar trapped the blade so it could not move. The rfid tag indicates the instrument was subjected to 2 uses within a 1 week timeframe. The investigation identified the root cause of the reported event to be the user reprocessing a single use device. The IFU warning states, this product is designed as a single use device. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 03/25/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device locked before trying to open the device to grasp the patient's tissue. The knife blade was in the middle of the jaws at the time as well. The surgeon decided to convert the procedure to open because they only had 1 ligasure device in their inventory and they were going to sue clips for ligation instead. The patient is recovering satisfactorily.